Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact person: (B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer reporter # (B)(4) was received, which stated the following: ¿this rn went to connect chemotherapy with another rn, and when going to connect chemotherapy to the purple lumen, we noticed the fluids infusing through the clear lumen were leaking at the IV tubing/filter junction. We disconnected the fluids immediately from the central line and reconnected a new set of tubing, fluids, and filter after performing a cap change. Tubing and filter were set aside by the charge nurse station.¿ it was also reported that the original intended procedure was chemo infusion and that the device failed (e.g broke, couldn¿t get it to work or stopped working), the event happened at hospital in the patient¿s room and the approximate age of the device was 1 day. The event occurred on an unknown date in (B)(6) 2020.